Manufacturer narrative:
Bayer radiology qa product analysis received and examined the returned jetstream xc 2.4 atherectomy catheter. There was no spider filter guidewire present inside the catheter. It was noted that the catheter waste and supply line tubing from the pod had been damaged and severed. Functional testing could not be performed due to this damage. Product analysis attempted to load a tab stock jetwire guidewire onto the catheter and observed that the tip was blocked and the guidewire would not load. The weld at the tip was separated to investigate the guidewire lumen. The proximal cap was plugged with teflon, and teflon was also noticed in the bushing and center section. The spider filter guidewire used in this event is not on the recommended list of compatible guidewires. The cause of the problem was the guidewire losing coating and occluding the guidewire lumen at the distal end of the catheter. As a result, the site would have lost tractability of the guidewire. The association between the jetstream device and the noted event cannot be conclusively ruled out.

Event description:
Event consisted of a pt who presented with a superficial femoral artery (sfa) occlusion. The physician treated the pt using a jetstream xc 2.4 atherectomy catheter over a covidien spiderfx embolic protection device (spider filter guidewire) in the area of the occlusion. It was reported that the filter guidewire became stuck in the jetstream device. As a result, the physician had to remove both the jetstream catheter and the filter guidewire together. After these were removed, the pt reportedly had residual stenosis in the proximal sfa as well as a small pseudoaneurysm in the distal sfa at the adductor canal. A new occlusion of the popliteal artery at the tibial-peroneal trunk was also noted. It was reported that the popliteal artery occlusion was resolved by removal of debris and both the popliteal artery and the sfa stenosis were successfully treated with balloon angioplasty. The site reported that the small pseudoaneurysm was not able to be resolved.